Event description:
On 11/10/2023, it was reported by a sales representative via sems-06398712 that an ar-9236-03pp glenoid trial broke. This occurred during a total shoulder arthroplasty on 11/06/2023 where the central peg of the vaultlock large trial broke off upon trying to remove the trial from the prepped glenoid. The center peg was recovered from the patient, and they continued to trial backside seating with the broken trial that was missing the peg. There were no changes to the surgical plan and the case was completed as intended.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during extraction of the trial.